Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify low battery alert less than 1 week anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm then off no power and blank display. Customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.